Manufacturer narrative:
Original report of incident made by the purchasing mgr; following the report, pegasus biologics, inc. Contacted the surgeon who implanted and explanted the device. The dr believes the reported infection is likely due to a mrsa positive relative living with the pt and not the device.

Event description:
The hosp reported that the pt developed an infection approx two months post implant with orthadapt surgical mesh. Physician decided to remove the surgical mesh to minimize potential exacerbation of infection.